Event description:
It was reported that a reconnaissance catheter was used in a diagnostic peripheral procedure in a severely calcified distal sfa. During insertion of the catheter through an introducer sheath and over a non-philips guidewire, the guidewire got caught and unable to exit out of the catheter guidewire exit port (y-connector). The catheter was removed, re-flushed, and reinserted into the patient, but did not resolve. Therefore, the physician cut off a piece of the y-connector in order to allow guidewire movement. After, the catheter was able to advance further down the guidewire toward the stenosis. There was no patient injury reported. This adverse event and product problem is being submitted because a non-philips guidewire got stuck inside the reconnaissance catheter, and additional intervention was required for guidewire movement.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: no information available. Block b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the reconnaissance catheter was not returned for evaluation, thus no returned product investigation was performed. Block h6: per IFU precautions, do not cut, crease, knot, or otherwise damage the catheter. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the reconnaissance catheter was visually and microscopically inspected. The proximal portion of the y-connector was missing with sharp edges of non-malleable material observed. During functional testing, a laboratory guidewire was inserted through the device and passed the guidewire movement test with no resistance encountered. Block h6: although a laboratory guidewire was able to pass through the device with no resistance, the probable cause of the movement issue could not be established. The portion of the "y" connector that was cut off by the user was not returned; therefore, it could not be conclusively determined when and how the cause of the failure occurred. Investigation conclusion code #18 remains appropriate as indicated in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.